Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine at an unknown dose and concentration via intrathecal drug delivery pump. The indication for use was noted as non-malignant pain. It was reported that the healthcare provider (hcp) took stitches out last week. The patient saw the hcp on (B)(6) 2018 for the wound check and the hcp noticed there was a little bit of redness on the belly. Per the patient it was nothing major. The patient saw the hcp on (B)(6) 2018 and the hcp said it looked much better, it did not appear to be a problem. The patient was taking antibiotics 4 times a day for a week to make sure there was no infection with the stitches. There were no further complications reported at this time.